Event description:
The user facility reported that the angio-seal device involved was being prepared for deployment post-procedure, but the dilator would not click or lock into place with the introducer, dilator could be pulled out of the introducer and could not be used. Additional information was received on 17 aug 2023: procedure for patient was superficial femoral artery (sfa)/iliac angioplasty. A 6 fr. Sheath was used. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No, vessels were patent and not heavily calcified at entry point. A pre-deployment angiogram was performed. Hemostasis achieved with a 6 f angio-seal vip. Estimated blood loss was none. The patient condition was stable. Patient was fine, no harm. No concomitant medical products were used with the angio-seal. Locator went into the hub as normal. Locator was inserted into the hub as normal but then wouldn't click or lock into place so the locator could be pulled or pushed back out of the hub. No tactile feel after mating, no click was heard or felt by the user. End user and nurses tried to insert the locator with the hub 3 or 4 times but each time it failed to connect. 3 or 4 times across 2 different devices. The locator could be pulled out from the proximal end or pushed from the distal end of the device. The locator was too loose and failed to stay in place. This happened before use, so nothing was deployed in patient. No harm to the patient. Operator was able to use another 6 f angio-seal vip to finish the procedure however two units failed before a third was used and worked correctly.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot # combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).